Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer completed the change cartridge process and pump requested to change cartridge. Reportedly the customer received a red x through the insulin gauge. There were no reported alerts or alarms on pump. There was no impact to the customer's blood glucose level. Tandem technical support assisted customer through a reload and was able to resume insulin therapy.